Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited the hospital on (B)(6) 2024 for their regular checkup and their device was found to be working as intended. On (B)(6) 2024 they were found dead in their home. According to their relatives, there were no alarms on the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. A review of the submitted log files revealed a complete system shutdown due to battery depletion. Prior to the pump stop, the device appeared to be operating as expected at the set speed. Per additional information, a specific cause for the patient's death was unknown. An autopsy was to be performed, but a report was not available. The device was reported to have operated as expected. Heartmate 3 lvas, serial number, (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), revision d is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that an autopsy would be performed but the report would not be available. The device operated as expected.